Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transcarotid aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the balloon on the certitude delivery system ruptured during deployment. Calcium at the sinotubular junction was noted and suspected to be the cause of the balloon rupture per physician. The physician was able to pull the balloon and delivery system into the sheath and remove from patient. The physicians deflated balloon and were then able to pull it back into the esheath+ and removed everything as one unit. The valve appeared to be fully expanded, and no post-dilation was necessary. The patient tolerated the procedure well with no issues.

Manufacturer narrative:
Updated. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided of the patient's anatomy. Calcification was observed in the patient's anatomy at the sinotubular junction. The balloon burst was unable to be confirmed due to unavailability of the device for return or images of the device. Available information suggests patient factors (calcification) likely contributed to the event as the customer reported that there was calcification in the stj and it was confirmed based on the provided imagery. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.